Manufacturer narrative:
The device was returned to olympus for inspection and the reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image would disappear when the device was in certain positions during setup/inspection before use. There was no patient involvement.